Event description:
Customer reported that the no delivery alarm is not appearing as it should and stated that her blood glucose readings are going up. Customer declined any trouble shooting. Customer's current blood glucose reading is 234 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.